Event description:
Caller reported damage to pump housing surrounding the usb port but confirmed that it did not impact the ability to charge the pump. Although the screws could no longer secure the plastic piece, resulting in the pump not being watertight, the damage appeared to result from normal wear and tear. There was no adverse impact to the customer's blood glucose level. The customer was advised that technical support would send a replacement pump with updated software, which they acknowledged. Customer continued to use pump for insulin therapy.